Event description:
During service for a tape deck complaint, the laerdal service technician found during testing that the defibrillator would fully charge but did not deliver energy to the energy meter and did not abort the charge internally as it is designed to do when the charge is not delivered.